Manufacturer narrative:
(B) (4). To date, no product has been returned to assist in this investigation. Each device is inspected 100% during the manufacturing process, ensuring the integrity of the product and again prior to final packaging and transport. In addition, the instructions for use (IFU) cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath, separation of the sheath may result when the fit is tight. It is feasible that reintroduction f the dilator prior to withdrawal may help to avoid damaging the sheath, especially in cases where scarred/diseased anatomy is present. Additionally, iso standard 11070 requires a minimum break force of 3.37 lb for sheaths 5.0 fr and larger, which has been confirmed through design verification testing. Corrective action was previously issued based on prior similar complaints. We are continuing our monitoring of similar complaints and the appropriate in-house company personnel have been notified. Additional information from the voluntary report: (B) (4), flexor check-flo introducer set, model#: kcfw-6.0-38-40-rb-blkn, catalog#: ref. G10383, (B) (4), also reported to: manufacturer. The reporter does want their identify disclosed.

Event description:
The outpatient, admitted for a femoral artery angiogram, underwent surgical excision of a retained sheath on (B) (6) 2010. During the withdrawal of the sheath, the sheath fractured and a fragment was retained in the right femoral artery extending into the left iliac system. The patient was taken immediately to the operating room for removal of the retained sheath. Imaging was used to confirm the removal of the entire retained sheath. The patient was admitted for additional medical management.